Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: when asked when the patient notified their managing physician about the suspected infection around the implant issue, the patient reported they told a nurse who said it was normal, but patient said it was not. The device would no longer move freely as it had for over a year and had clumpy feeling tissue that was very sore.another lpn checked the device, and a CT scan was not authorized. When asked when the infection around the implant was first observed, the patient reported about the week of (B)(6) 2018. When taking a shower it was painful and didn't move and was surrounded by tissue. The device had previously moved freely in the buttocks, and now it has since moved under the scar where before it was well under it and will not move and the skin isn't flat, but raised and bumpy/clumpy and sore. The patient tested positive for a uti and has not received antibiotics the their temp was 2 degrees higher than normal which was 96.4 for 15 years. The patient did not know whether having an untreated infection would matter. When asked what the circumstances were that led to the infection around the implanted device the patient stated they had no idea. When asked the steps taken to resolve the infection around the implanted device, the patient stated they ordered a CT and patient was given a copy of meds. When asked whether the infection resolved, the patient stated it seems to get a bit better. The patient has lost weight and not felt well for months and was continuing to lose weight. It was noted the device managing physician had not seen the patient. There were no further complications reported.

Manufacturer narrative:
Include product problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had an infection around their implanted device (which was put in well over a year ago). It was advised that the patient contact their physician. It was unknown if there were any environmental/external/patient factors that may have led to the issue. No diagnostics or troubleshooting was performed. No actions or interventions had been taken at the time of event. The issue was reported as not resolved at the time of report. It was unknown if any surgical intervention had occurred or were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.